Event description:
User states that when attempting to get up from a chair, she lost her balance and started to fall back. She continued to hold onto walker-which fell with her. She fell to floor still holding walker and the walker fell on top of her. Somehow she managed to get her hand on the folding mechanism.